Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped distal end, the cause was due to damage of parts due to wear, deterioration, deformation, or some kind of physical stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited a chipped distal end. There was no patient involvement.